Event description:
During malignant lymphoma biopsy of a hard retroperitoneal tissue after one successfull firing, during second firing, the patient complained of pain. When the needle was withdrawn from the body, the needle tip was missing and had remained inside the patient. The fractured needle tip was subsequently retrieved via open surgery.

Manufacturer narrative:
The suspected device was received. The investigation is ongoing. If additional reportable information becomes available, it will be submitted in a supplemental report.